Event description:
The customer contact reported the patient received less medication than intended. On (B)(6) 2012 at 1700, the device programmed to deliver dilaudid 36mg/30ml in the pca only mode with a 0.3mg pca dose, an 8 minute patient lockout, a 4.8mg four hour dose limit and no loading dose. The customer reported that 2 minutes later, the device was reprogrammed with a 9mg four hour dose limit. On (B)(6) 2012 at 1401, it was reported the nurse entered the patient's room in response to an alarm condition. At this time it was noted the device was alarming for empty syringe; however, 22ml remained in the syringe. The nurse reported that the device display indicated a total of 8mg had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device delivered less than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the history indicated that on (B)(6) 2012, between 1713 and 1718, the pump was powered on, the was history cleared, hydromorphone 1.2mg/ml confirmed, programmed in cca adult standard, in the pca only mode, a 0.3mg pca dose, a 8 min pt lockout, a 9mg four hr dose limit, the settings were confirmed and door locked. Between (B)(6) 2012 at 1724 and the reported event date of (B)(6) 2012 at 0854, there were two hundred and fifty-two 0.3mg patient initiated deliveries, one 0.1mg partial delivery, 85 unmet demands, the door was opened three times and the door was locked twice, the settings were confirmed three times and retained, 2 empty syringe alarms, totals clear 75.7mg and the pump was powered on, a new patient was not selected, the settings confirmed twice and retained and sixteen 0.3mg patient initiated deliveries, 5 unmet demands, the door opened and locked three times, and the pump was powered off. A review of the history indicates the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.